Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The local guidant representative used 3 different wands, 2 different programmers, changed rooms and placed a magnet did not hear tones. The device was explanted, replaced and returned to guidant for analysis.